Event description:
A report was received that the patient was experiencing seizures or convulsions. It was reported that the seizures started ever since the patient was initially implanted with scs and would happen when the stimulator was turned off. It was also reported that the patient was hospitalized due to seizures. There will be no further course of action at this time.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8120-70 serial #: (B)(4) description: artisan surgical lead 70cm.

Event description:
A report was received that the patient was experiencing seizures or convulsions. It was reported that the seizures started ever since the patient was initially implanted with scs and would happen when the stimulator was turned off. It was also reported that the patient was hospitalized due to seizures. There will be no further course of action at this time.